Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage was implanted into the patient. On (B)(6) 2023, during a follow up exam, it was discovered by transesophageal echocardiogram (tee) and fluoroscopy that the device was partially dislocated. The device now protrudes partially out of the left atrial appendage. No intervention was done. The patient is reported to be stable and discharged.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.